Event description:
It was reported that during a recanalization procedure in right upper limb, the tip of the catheter allegedly loose from the catheter but it was not completely separated and was not left in patient's body. It was further reported that the drainage was found abnormal and the suction was not allegedly worked normally. Reportedly, the catheter was removed and the tip was not loose. The procedure was completed using same device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. H10: the medical device manufacturer (d3) and manufacturing location (g1) for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was not returned for evaluation. Also videos were not provided for review. The user reported contains vague information regarding the catheter malfunction. User provided image does not give further information and does not let to confirm reported malfunctions. Due to no sample received, the reported malfunction cannot be confirmed. Therefore, the investigation is inconclusive for the reported issues. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. H10: the medical device manufacturer (d3) and manufacturing location (g1) for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that during a recanalization procedure in right upper limb, the tip of the catheter allegedly loose from the catheter but it was not completely separated and was not left in patient's body. It was further reported that the drainage was found abnormal and the suction was not allegedly worked normally. Reportedly, the catheter was removed and the tip was not loose. The procedure was completed using same device. There was no reported patient injury.